Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Were any noises heard such as whistling or hissing? ---yes. If so, did the noise prevent insufflation? Please describe the noise. ---a hissing noise. Was there a drop in pressure? ---no. If yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? ---10mmhg. Were you able to identify where the leak was coming from? ---valve. Was a device inserted in the trocar during the leaking? If so, what device? ---5mm forceps. Was any torque being applied to the trocar or device? ---no information.

Event description:
It was reported that during a laparoscopic colectomy procedure, air leaked with a hissing noise. There was no drop in pressure, so the device was used as-is to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that one device was returned for analysis. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak without  the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process.